Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder prostheses surgery the guide broke into two pieces outside the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully without an additional device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of broken fragments of an ar-9532-36, with batch number 192753000. Therefore, arthrex was able to deduce the most likely cause of the complaint. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9532-36 univers revers humeral cup screw guide, 36 mm batch number: 192753000 was received for investigation. Visual evaluation of the returned device noted the device had fractured into two pieces. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Manufactured date: 15-aug-2022.